Manufacturer narrative:
This report is submitted on august 14, 2017.

Event description:
It was reported that the patient sustained a head trauma (date not reported). Subsequently, the device was explanted on (B)(6) 2017 and the patient was reimplanted with another cochlear device.